Manufacturer narrative:
B3: the event occurred on an unreported date in oct 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to cocci. The patient was hospitalized for 18 days and treated with gentamicin for the event. Pd therapy was continued during the treatment. Three days after the patient was discharged from the hospital, peritonitis recurred. The cause of peritonitis was reported as due to bacteria. The patient was treated with gentamicin and vancomycin for the event. At the time of this report, the patient remained hospitalized for treatment. Pd therapy was continued during the treatment. The reporter declined to provide additional information.